Event description:
It was reported that there was a shocking or jolting sensation. The device was reportedly shocking and electrocuting the patient and throwing them out of bed for the 3 weeks prior to the report. The patient reportedly could not do anything, they could not get it to charge or take a charge, and it ¿works his own.¿ it was not clear what was meant by this statement. The patient reportedly called the clinic and they ¿wanted to do an MRI and do this and cut that.¿ the patient reportedly did not go because they only had partial records and the patient had other back surgeries before having the device put in. There were no falls or accidents reported. It was further reported that there was swelling which started 2 months, at least, prior to the report. It was noted that it was on and off where the patient felt sharp pain and numbness. It also reportedly ¿felt like 3 days before the numbness left and got feeling back down there.¿ when the patient put the implantable neurostimulator (ins) on it would ¿go on real high¿ until it would wear out, until the battery wore out. This reportedly happened 3-4 times a week and happened the night prior to the report and was the last time. This started 1-2 months ago. It reportedly held a charge one time and then it stopped. It was noted that it was ¿dead¿ and the patient needed to get it checked out. It was then noted that it came on by itself in the middle of the night and got higher and higher. The patient was not able to control it and then it shut off. This reportedly happened two times. The patient stated that they did not know if the wires were worn out or the paddles.¿ treatments, interventions, and outcome were all unknown. Follow up will be conducted for this information.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).